Manufacturer narrative:
Device was evaluated. Evaluation determined that the scope was found leaking. The a rubber has a cut and dents were observed on the insertion tube. Forceps passage was found to have a blockage inside the channel. The identified parts were replaced and device was repaired. The device was tested and passed all required testing and specifications. As stated on the IFU and as a preventive measure, the user manual states : after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Event description:
It was reported that the scope was found to have a water leak and fluid invasion. The issue was found during reprocessing. There was no patient involvement on this report. No user impact or harm was reported.